Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01078. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint was reviewed. The product was dimensionally inspected and photographic images were made.evidence that product in specification when used.(B)(4).

Event description:
Allegedly after about 30 months, the patient had pain when he added weight to his foot. He did not have pain when no weight was added to his foot. The surgeon is worried about mom. The head and neck junction portion showed changing of black and substance like powder of metal. The density of ion in the blood is co 16ppb. The surgeon wants to know why/where the black substance (like powder of metal) occurred. High activity level.